Event description:
It was reported that a user on the ilet experienced hypoglycemia during a meal, with blood glucose decreasing from 92 mg/dl at meal announcement to a nadir of 55 mg/dl for approximately 30 minutes, and the ilet provided a low glucose alert; the episode was corrected with oral glucose per standard 15 g every 15 minutes guidance. Symptoms included no reported hypoglycemic symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device malfunction and an unclear cause for the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.